Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pain both knees [arthralgia]. Pain with standing or walking [pain]. No relief [device ineffective]. Case description: spontaneous report was received on (B)(6) 2011, from a (B)(6), female, pt, initials (B)(6), who experienced worsened knee pain, lack of effect, pain upon movement and standing after starting synvisc-one. The pt's medical history is significant for osteoarthritis. In (B)(6) 2011, the pt received synvisc-one in both knees. The pt stated that she experienced no relief from the injections along with worsened knee pain, and "lots of pain" with standing or walking (date not provided). The pt reported that the pain in her right knee is worse than the pain in her left knee. The pt required treatment for her symptoms including the following: ice, elevation, biofreeze, celebrex, tylenol, cortisone injections (not specified). The product lot number was not provided. At the time of this report the outcome of the pt was not yet recovered.